Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection of the lead showed the suture sleeve appeared to have been tied-down on the lead approximately 22.6 to 25 cm from the terminal pin. Additionally, the outer conductor coil was deformed / separated in several places. Electrical testing verified the lead was not electrically continuous. Microscopic evaluation confirmed a fracture of the outer conductor coil approximately 27 cm from the terminal pin. Detailed analysis of the fracture site indicates the outer conductor coil was most likely fractured due to fatigue caused by surface imperfection.

Event description:
Additional information was received that an x-ray was taken and showed what appeared to be a lead fracture due to clavicular crush. The right atrial (ra) lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3,000 ohms. Additionally, there was loss of capture (loc) and high threshold measurements on the ra lead. A lead revision procedure was scheduled, but has not yet occurred. This product remains in service at this time. No adverse patient effects were reported.